Event description:
Everflex stent 8x80x120 after deployment the stent delivery system was unable to be removed which required a sheath exchange which allowed the stent delivery system to be removed from the body. A portion of the stent had fractured off of the main body of the stent was entrapped in the sheath system and entangled. To remedy the situation; elected to place an 8.0 x 100 mm viabahn stent inside the area that was already treated. This was done to exclude any fractures of stent struts from circulation.